Manufacturer narrative:
The product was not returned for analysis. Photo review: the photo shows iol along with cartridge. The iol appears to be damaged. Both haptics appears to be torn/broken. The model of the cartridge is not visible from the attached photo. There appears to be iol segment/haptic on the nozzel of the cartridge. Root cause: based on our observation of the attached photo, the returned picture shows iol along with cartridge. The iol appears to be damaged. Both haptics appears to be torn/broken. The model of the cartridge is not visible from the attached photo. There appears to be iol segment/haptic on the nozzel of the cartridge. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(6).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was defective and stuck in the cartridge. The iol was replaced with a backup lens to complete the procedure. There was patient contact, but no patient harm.